Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had no power and power outlet checks and reboot attempts were unsuccessful and the station was offline in rss. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. The field service engineer (fse) observed that the unit was powered on upon arrival; however, main drawers 2.1 and 2.2 had failed and no indicator lights were present on the controller board. The fse replaced the t board and recovered the failed drawers. The fse performed testing using the hardware testing application, and the pharmacy technician completed inventory of the entire drawer, confirming that it was functioning properly after the repair. The system functioned as intended after field service engineer repaired the device.